Manufacturer narrative:
(B)(4). Pump received with minor scratched display window, cracked display window, cracked case at display window corners, missing reservoir tube o-ring and partially broken off reservoir tube lip. The reservoir tube lip partially broken off and test reservoir will not lock/click in place.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 91 mg/dl. The customer states the piece where the reservoir lock is broken. Troubleshooting was performed for damage. Advised to discontinue use of the pump and revert to a back-up plan. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.